Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt was not receiving effective stimulation due to lead migration. The pt has a history of falls. The pt underwent revision surgery where her leads were replaced with a new one. The pt's ipg was also replaced, however there was no reported issue with the ipg.